Event description:
No additional information was provided.

Manufacturer narrative:
One photo was provided to our quality team for investigation. Upon photo evaluation, it was observed that the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4192193. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 302995 batch# 4192193 it was reported that the bd syringe 10ml ll s/c 200 stopper was jammed / insecure. The following information was provided by the initial reporter: verbatim: plunger in the 10ml syringe jammed and the rubber stopper rolled in the syringe additional information provided: the date was (B)(6) 2024 at 10:45 a.m. No injury was sustained. When the clinician started drawing up the injection, the plunger rolled on its side and could not be corrected. A new syringe was used for the injection.